Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (B)(4) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the code (B)(4) is a disruption in communication between the belt and the monitor. The cause of the disruption in communication is the open yellow wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient received a service code (B)(4) .